Event description:
Customer stated, " was using pad and smelled something funny. Took the cover off and noticed burn marks on the pad." Customer did not claim injury. Product was returned. The investigator found no evidence of burn marks. The investigator observed that the user was misusing the pad by laying on the pad. This was determined by the bent and broken leads in the pad. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".